Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant products: model # cev2295a - hook 3pk n5 for hook handle; lot# unknown. (B)(4) two instruments were returned for evaluation. Product analysis for the handle (cev229b) found: "the handle does not pass the electric tests. Numerous impacts are observable on the whole instrument. The electric integrity is compromised because of these impacts. No material or manufacturing defect has been found." The electric arc observed during the procedure are most likely to come from the important damages on the sheath, which is due to some shocks during the uses and reprocessings of the instrument. The IFU (instructions for use) stipulates that the user should "make a visual inspection of the instrument and the cable to ensure that the electrical insulation is in good condition". Product analysis for the hook (cev2295a) found:"the coating is burnt on its distal part and on a point of the medial part. It is damaged by numerous impacts on the whole coating. No material or manufacturing defect has been found." The electric arc observed during the procedure are most likely to come from the important damages on the coating, which is due to some shocks during the uses and reprocessings of the instrument. The IFU (instructions for use) stipulates that the user should "make a visual inspection of the instrument and the cable to ensure that the electrical insulation is in good condition".

Event description:
It was reported "burn by electrical arcs during surgery. There are holes on the coating of the handle and of the hook¿burn by electric arc, defect of sheath of the coagulating hook...the surgeon saw the electric arcs and changed the instrument. Patient mild burn. No post-op consequences.¿